Event description:
A nurse reported that a scratch was observed on the intraocular lens (iol) after implanted in to the eye. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that, the scratched iol was removed and replaced with another same model iol.

Manufacturer narrative:
The unspecified company cartridges were not returned for evaluation. An identical video was provided for multiple events from this facility. We are unable to determine which event the video depicts. Video summary will be added to each file. The lens and cartridge preparation were not shown. The video started with the lens already delivered into the eye. As the lens was positioned, fold lines were observed. In addition, a mark was observed on the left side of the posterior surface of the lens. The video ends during the I/a of the viscoelastic. No determination can be made from the provided video. Qualified associated products were indicated for the company cartridge line. The IFU (instructions for use) instructs to completely fill the cartridge with ovd(ophthalmic viscosurgical device) (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).